Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported brush stuck, part of the brush detached and remained stuck inside the lumen, along with the foreign material during a reprocessing involving a colonovideoscope. There was no patient injury reported.